Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air on line) which occurred on the homechoice (hc) during drain 2 of 3. The patient line had been properly primed and patient extension lines were not in use. The patient was not connected at the time of the alarm has the patient line had accidentally disconnected from the transfer set. The supplies had not been damaged by an assist device or outlet port clamp. The hp cycled the power and received a system error 2367. The patient line had air in it. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not reported this event to her, but that he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.